Event description:
The customer reported via phone call that the insulin pump had an absence of no delivery alarm. The customer also reported experiencing high blood glucose levels. The customer's blood glucose was 480 mg/dl, which was treated with a manual injection. The customer stated that she had problems with the sensor and the infusion set. The customer observed a bent infusion set cannula that did not trigger a no delivery alarm to occur. She stated that she would only discover the bent cannula by removing the infusion set. She also reported that the sensor adhesive was ineffective, and the sensor fell out. The customer was unable to perform the high pressure test due to a lack of tubing clamps. The customer was advised that tubing clamps and a replacement sensor would be sent. She was advised to call back in order to troubleshoot once she received the tubing clamps.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.